Manufacturer narrative:
Philips service replaced the power supply for image drives (power supply for image drives) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that post-processing was unavailable, and cine functionality failed on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.